Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017 with blood glucose of 12 mg/dl and 48 mg/dl at the time of the incident. The customer was given food, glucose cbc, and intravenous fluids to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained of sensors not reading accurately. The insulin pump will not be returned for analysis.